Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. Unable to verify no delivery alarm due to the prime anomaly. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm and a motor error alarm during bolus. Customer's current blood glucose reading is 56 mg/dl and has treated by eating. No further information reported.